Manufacturer narrative:
Age at event = average age in study. Sex = greater number of gender in study <(>&<)>. Date of event = estimate based on start date of patient procedures listed in the article. Journal details: endovascular treatment of atherosclerotic popliteal artery disease based on dynamic angiography findings cui, et al journal of vascular surgery vol 65(1), january 2017 copyright @ 2016 by the society for vascular surgery. Published by elsevier inc. Http://dx.doi.org/10.1016/j.jvs.2016.05.087. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This study comprised a retrospective review of a prospectively maintained database of shanghai ninth people¿s hospital from june 2011 to june 2014. Forty-three (43) consecutive patients with pad and pa obstructive lesions who had undergone endovascular treatment were identified. Adverse events seen intraoperatively and postoperatively included vessel perforation, embolism, pseudo-aneurysm, occlusion, restenosis and stent fractures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.